Event description:
The customer reported yellow residue inside scope involving an Olympus colonovideoscope. There was no patient harm.

Manufacturer narrative:
The device was returned to Olympus for inspection, and the reported failure was confirmed.In addition, the following reportable malfunctions were identified during the device evaluation: White residue channel and cylinder side and white residue channel side.Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.